Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that starting around (B)(6) 2016, the patient¿s ins would just shut off on its own. It was noted that the patient would have to use the programmer to check it and turn the ins back on when it told them it was off. It was also reported that the patient¿s ins battery was dead; it had died in (B)(6) or (B)(6) 2016. It was noted that the patient just moved and was looking for a healthcare professional to talk to about a potential device replacement or removal. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the circumstances that led to the implantable neurostimulator (ins) turning on/off by itself and the dead ins was because the battery was low/dying. To resolve the ins turning on/off by itself and the dead ins, an appointment was made with the physician to discuss issues. However, the patient moved before the appointment so they are currently looking for a physician.